Event description:
It was reported by the patient's mother that one week prior to this event, patient's port-a-cath needle broke. This was noticed when the patient was rolled over and bleeding was noted from site. Mom reported that she was able to remove the needle by hand. She was able to re-access the site and continued to give the patient his IV meds. One morning, after mom de-accessed the site it was again noted that the needle broke. However this time the hub of the needle was not visible through the skin. The patient was brought to the hospital where an x-ray revealed that the hub of the needle was just below the skin, and the tip of the needle remained in the port. The patient was taken to the operating room where the needle was surgically removed. The needle was retained by risk management. The family was unable to confirm product information as original packaging had been discarded.